Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre sensor detached while he was sleeping and he experienced a seizure and loss of consciousness. Customer had contact with an hcp and was diagnosed with hypoglycemia and treated with glucose orally, via injection, and intravenously. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported the freestyle libre sensor detached while he was sleeping and he experienced a seizure and loss of consciousness. Customer had contact with an hcp and was diagnosed with hypoglycemia and treated with glucose orally, via injection, and intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch; no issue was observed. The sensor adhesive was returned and peeling from the sensor mount. No malfunction or product deficiency was identified.